Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 07/10/2021. Additional information was requested and the following was obtained: the sales rep said it was difficult to get more information. 1. Were both nu-knit and interceed used in this procedure? If not, please specify if the device used in this procedure is nu-knit or interceed: both nu-knit and interceed were used. 2. If nu-knit was used in this procedure, please provide product code and lot #: no further information is available. Event related to surgicel nu-knit reported via mw # 2210968-2021-05781. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 06/15/2021. Additional information: a1.   Additional information was requested and the following was obtained: the patient demographic info: age, weight, bmi at the time of index procedure =>the patient¿s initials are mm. 49 years old female. The diagnosis and indication for the initial surgical procedure? =>gynecologic adnexectomy. What were current symptoms following the index surgical procedure? Onset date? =>on (B)(6), pyrexia was confirmed, and emergency operation was performed on the same day. What are the patient comorbidities/concomitant medications? =>it is difficult to get the information. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? =>it is difficult to get the information. Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? =>it is difficult to get the information. Were cultures performed? Results? =>it is difficult to get the information. What medical intervention was performed? Results? =>although an emergency operation was performed to create a stoma, no abnormality was found in the patient as a result. Product code and lot # =>product code is 4350xl. Lot number is unknown. What is the patient's current status? The patient's condition was normal thereafter, and the stoma is scheduled to be closed in the next month. The surgeon¿s opinion is that the cause is nu-knit, and in the future, he will stop using with left it put. And he will stop using nu-knit itself and use cotton or powder. [Procedure name] gynecologic adnexectomy => ovarian tumor resection this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Additional information: the product is used in the pelvic floor. Adnexectomy was performed on (B)(6). On (B)(6), pyrexia was confirmed, and emergency operation was performed on the same day. Although an emergency operation was performed to create a stoma, no abnormality was found in the patient as a result. The patient's condition was normal thereafter, and the stoma is scheduled to be closed in the next month. Doctor's comment: this may be due to the product or hemostatic material (not identified). In the other patient, the application site of this product also appeared to be a fecal mass, which is highly likely attributable to this product. On the other hand, since the patient had a thin serosa, the cause may have been rectal injury and bleeding. [Event information correction]: [procedure date] (B)(6) 2021. [Additional information] 2 days after the surgery, pyrexia of 39.0 degree celsius developed and white blood cell level became 14,000. Doctor's comments: one nu-knit was put and used, and it might have been appeared to be fecal mass because it was left put. It may be due to nu-knit instead of interceed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: weight, bmi at the time of index procedure? The diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? What are the patient comorbidities/ concomitant medications? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre, intra- or post-operation? Were cultures performed? Results? What medical intervention was performed? Results? Product code and lot #? What is the patient's current status? What were the surgical findings at the second procedure?

Event description:
It was reported that a patient underwent a gynecologic adnexectomy on (B)(6) 2021 and the adhesion barrier was implanted. It was reported that device was used on the pelvic floor. On (B)(6) 2021 the patient had pyrexia of 39.0 degree celsius develop and white blood cell level became 14,000. Sigmoid colon perforation was suspected, and emergency operation was performed to create a stoma. The condition of the intestine during surgery was not bad, and the device attached to the pelvic floor appeared to be a fecal mass on CT, which was considered as the cause. No drain was placed. The patient's condition was normal thereafter, and the stoma was scheduled to be closed in the next month. Additional information was requested.

Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 5/14/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.